Manufacturer narrative:
The patient experienced peritonitis on an specified date in ¿(B)(6)¿ (year unspecified). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On an unreported date, the patient began treatment for the peritonitis with unspecified drugs, intraperitoneally (doses, frequencies, and routes not reported). No further information was provided regarding whether the patient was hospitalized for the event or regarding the outcome of the peritonitis event. No additional information is available.